Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The patient experienced an ami that required intervention. The calcified lesion was located in the left anterior descending (lad) artery. After suctioning for thrombus, blood flow was blocked and the quantum maverick monorail balloon was used for dilation. The balloon ruptured at 10 atm on the third inflation. The atm reached on the first two inflations is unknown. The procedure was successfully completed with another of the same device. No patient injuries or complications were noted. Patient status is reported as "good."

Manufacturer narrative:
The returned product analysis is not complete as of the date of this report. A supplemental report will be filed when the analysis is complete.